Event description:
The customer reports that a needlestick occurred after the insertion on an 18g device. It was stated that the blunting mechanism worked correctly. The customer layed the blunted device down. Later the clinician brushed a hand along the blunted needle and sustained a scratch that broke the skin and bled.